Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The complaint investigation has been completed. Corrective actions are in progress for this type of issue.

Manufacturer narrative:
On september 7, 2017 , livanova (B)(4) received a user medwatch report (mw5071779) regarding this issue.

Manufacturer narrative:
Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The customer reported that the device was placed inside the operation room during use and that there is no known patient impact at this time. The cleaning and disinfection procedure has reportedly been carried out according to the instruction for use (IFU). The customer also reported that the tubing was replaced in (B)(6) 2016. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t tested positive for mycobacterium intracellulare contamination on (B)(6) 2017. There is no known patient involvement.